Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 explanted on (B)(6) 2021. It was reported that after transition to pci a hematoma formed at the impella insertion site. The hematoma was removed using a hemostatic device in the catheter room. No further information was provided.